Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that sometime between (B)(6) 2016 the sensing function of the device had stopped and it was unknown why. The battery was now just delivering therapy and they inquired about how long the implantable neurostimulator (ins) would last. No patient symptoms were reported. The patient was running on 4.5v but had been at 4v for the majority of the time up until two months prior. Longevity estimate was calculated. Monopolar each side with one cathode; left 4v, 90pw, 130 rate, 1240 ohms and right 4v, 90pw, 130 rate, 1089 ohms for 24 hours a day showed elective replacement indicator (eri) at 2.46 years and end of service at 2.71 years.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn (B)(4)) revealed the ins was received with telemetry and passed the bench functional test. The ins failed the ngt due to low battery voltage. The sensing function of the ins could not be evaluated because the battery voltage was below 2.75 volts, which triggers the sense off trip point. The ins depleted normally. It is noted the eval code-conclusion and the eval code(s)-result have been updated. The eval code(s) method listed above are now applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the representative reported the device was explanted at the end of the study. There was no patient death and no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.